Manufacturer narrative:
The hemosphere monitor involved in this case was returned to our technical service center for a full evaluation; however, it has not yet begun. Upon the completion of the evaluation a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Event description:
As reported, after 5/6 hours using in patient this hemosphere monitor, pressure values were out of control, giving values higher than expected without any error message displayed. Replacing the cables the issue remained. Finally, connecting it to another monitor, it worked fine. Further information is not available. Patient demographics were requested but not provided. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The hemosphere monitor involved in this case was returned to our technical service center for a full evaluation. The reported event "values higher than expected" could not be confirmed. From visual inspection no defects were identified on this monitor. A known good unit (kgu) swan ganz module (sgm), connected to a continuous cardiac output (cco) simulator, was plugged into the hemosphere monitor. Cardiac output (co) index was registered during 24 hours for both slots and the obtained values were within the expected range. Additionally, logs were sent to software investigation but it was not possible to find records for the date of the event. The device passed all the required tests (electrical safety test, functional and final verification). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. On the other hand, upon further review, a correction is being submitted for the g3 field "date received by manufacturer" for medwatch # 15541, since the applicable date is apr 13, 2022.